Manufacturer narrative:
A steris service technician inspected the unit and found the unit experienced a fault for a hp pump failure. The technician initiated a diagnostic cycle and the unit failed for hp pump, however no water was observed to be leaking. The technician inspected the hp pump and did not identify any cracks in the housing or connections and fittings. The technician identified that the cause of the hp pump failure was due to ls6 requiring replacement. The technician replaced ls6 and did not identify any water inside the housing of the unit during service. As a precautionary measure the technician replaced the inflatable seal as he observed some deterioration. The technician ran several diagnostic and processing cycles and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.